Manufacturer narrative:
Age at time of event: 18 years or older. Initial reporter facility name: (B)(6). Device evaluated by MFR: the device was returned for analysis. Returned product consisted of a rotablator plus device. The advancer unit and burr unit were received together with the related rotawire in the device. The rotawire was removed with little resistance due to the kinked wire. The advancer, coil, sheath, handshake connections, burr, and annulus were visually and microscopically examined. Microscopic examination of the device revealed that the annulus was damaged/fish-mouthed which is consistent with damage seen with the use of a rotawire. The coil is stretched. Functional testing was performed using a test .009 rotawire. The test rotawire was inserted through the burr tip and advanced through the entire length of the device with no resistance. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that the rotawire got trapped. The target lesion was located in the severely calcified vessel. A 1.75mm rotalink plus was selected for use. During the procedure, when trying to remove the device, the burr became stuck on the rotawire and it could not be removed. The device was removed together with the wire. No patient complications were reported and the patient's condition after the procedure was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(6).

Event description:
It was reported that the rotawire got trapped. The target lesion was located in the severely calcified vessel. A 1.75mm rotalink plus was selected for use. During the procedure, when trying to remove the device, the burr became stuck on the rotawire and it could not be removed. The device was removed together with the wire. No patient complications were reported and the patient's condition after the procedure was good.